Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic segment of the left internal carotid artery aneurysm with a max diameter of 10mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 4.2mm distally and 4.8 mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. It was reported that during treatment of the aneurysm, after the microcatheter was positioned, a flow diverter stent was delivered. When deploying the distal end, poor opening of the distal portion of the stent was observed. The device was resheathed and redeployed. Under fluoroscopy, the distal end appeared flared but still failed to fully expand. Despite multiple attempts to adjust tension within the delivery system, the distal end could not be adequately opened. Therefore, the device was completely withdrawn from the body. After the stent was pushed out of the delivery system, the distal end was noted to open poorly in its natural state. Gentle manipulation allowed the distal end to open, and damage to the braided wires was observed. After the stent was fully removed, the proximal end appeared fish-mouth shaped, which was not a normal stent configuration, raising suspicion of a device quality issue. The microcatheter was then repositioned, and another ped2-475-18 was delivered and successfully deployed to complete the procedure. The angiographic result post procedure showed the vessel was patent with normal flow velocity. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro 14 guidewire, phenom 27 microcatheter, 8f guilding guide catheter.